Event description:
It was reported that long term impedance trend on the right ventricular (rv) lead shows slow rising impedance values (apparently in line when the patient returned to playing golf). Now the lead is showing intermittent impedance spikes triggering a lead integrity alert (lia). Intervention to reposition/replace lead being considered but not currently the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. Rv pace impedance steadily increasing to 1300 ohms until week of (B)(6) 2015 when impedance begins varying between 1300 and greater than 4000 ohms. Alerts for out of range subthreshold lead impedance on (B)(6) 2015. Rv pace impedance steady at approximately 375 ohms through (B)(6) 2014, steadily rises to 1300 ohms between (B)(6) 2014 and (B)(6) 2015. (B)(4).